Event description:
New information received indicated that the sense/portion of the lead was capped during a previous device change-out. Later the capped lead was explanted during an unrelated lead revision.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an externalized conductors were observed during a routine follow up via diagnostic imagining. Patient was asymptomatic . Electrical function of the lead was observed and tested and no anomalies were detected. Patient will continue with routine follow-up.